Event description:
Description of event according to initial reporter: on (B)(6) 2017 during the index procedure, a zdeg-pt-42-160-pf (lot# not known) and a zdes-46-185 (lot# not known) were implanted without difficulty. The degree of oversizing was not reported. A molding balloon was not used during the procedure. And no other devices were placed. Primary indication for implant was a ruptured thoracic aortic dissection. The primary tear was unknown. The proximal location of the dissection was within the left subclavian artery and the distal location was the descending aorta, distal to left subclavian. There were no re-entry tears. The proximal seal zone had no tortuosity, calcification, occlusive disease or thrombus. The maximum diameter of the intended distal landing zone was 31mm. The graft fabric completely covered the left subclavian artery which was revascularized and transposition of the vertebral artery and left common carotid artery before the implant procedure. The device was patent without device integrity issues at the end of the procedure. The patient was discharged on (B)(6) 2017. A CT dated (B)(6) 2017 (30-day follow up) reported antegrade progression of the dissection with new entry tears at the descending aorta, distal to left subclavian. The proximal location of the dissection was the aorta at left subclavian and the distal location was the left common iliac and the right external iliac arteries. The thoracic aorta was partially thrombosed with the source of false lumen flow through primary tear, type ib distal endoleak. The abdominal aorta was patent with the source of false lumen flow through the primary tear, type ib distal endoleak. Study device was patent with no separation, migration or device integrity issues. The six-month follow up CT dated on (B)(6) 2018 (211 days post-procedure) reported the proximal location of the dissection in the descending aorta, distal to left subclavian and the distal location at the left common iliac and right external iliac arteries. The thoracic false lumen was partially thrombosed with flow through the primary tear, type ib distal endoleak. The abdominal false lumen was partially thrombosed with the source of false lumen flow through the primary tear, type ib distal endoleak. The study device was patent with no separation, migration or device integrity issues. The 12-month follow up CT dated on (B)(6) 2018 (336 days post-procedure) reported the proximal location of dissection in the descending aorta, distal to left subclavian and the distal location at the right common iliac and left common iliac. The thoracic and abdominal false lumens were partially thrombosed with flow through the primary tear, type ib distal endoleak. The study device was patent with no separation, migration, or device integrity issues. The two year follow up CT dated on (B)(6) 2019 (715 days post procedure) reported the proximal location of dissection in the descending aorta, distal to left subclavian and the distal location at the right common iliac and left common iliac. The thoracic false lumen was partially thrombosed with flow through the primary tear, type ib distal endoleak. The abdominal false lumen flow was patent with flow through the primary tear, type ib distal endoleak. The study device was patent with no separation, migration or device integrity issues. The three year follow up CT dated on (B)(6) 2020 (1081 days post procedure) reported the proximal location of dissection in the descending aorta, distal to left subclavian and the distal location at the right common iliac and left common iliac. The thoracic false lumen was partially thrombosed with flow through the primary tear, type ib distal endoleak. The abdominal was patent with flow through the primary tear, type ib distal endoleak. The study device was patent with no separation, migration, or device integrity issues. The four year follow up CT dated on (B)(6) 2021 (1452 days post procedure) reported the proximal location of dissection in the descending aorta, distal to left subclavian and the distal location at the right common iliac and left common iliac. The thoracic false lumen was partially thrombosed with flow through the primary tear, type ib distal endoleak. The abdominal was patent with flow through the primary tear, type ib distal endoleak. The study device was patent with no separation, migration or device integrity issues. An unscheduled follow up CT dated on (B)(6) 2022 (1681 days post procedure) reported the proximal location of dissection in the suprarenal abdominal aorta (query outstanding as not consistent with other CT findings) and the distal location at the left common iliac and right external iliac (query outstanding as not consistent with other CT findings). The thoracic false lumen was partially thrombosed with flow through the primary tear, type ib distal endoleak. The abdominal was patent with flow through the primary tear, type ib distal endoleak. The study device was patent with no separation, migration, or device integrity issues. The five year follow up CT dated on (B)(6) 2022 (1851 days post procedure) reported the proximal location of dissection in the descending aorta, distal to left subclavian and the distal location at the right common iliac and left common iliac. The thoracic false lumen was partially thrombosed with flow through the primary tear, type ib distal endoleak. The abdominal was patent with flow through the primary tear, type ib distal endoleak. The study device was patent with no separation, migration, or device integrity issues. Patient outcome: no secondary interventions or adverse events related to device have been reported.

Manufacturer narrative:
Manufacturers ref (B)(4) g4) similar to device marketed under PMA/510(k): p180001 investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturers ref# pr(B)(4). Summary of investigational findings: on (B)(6) 2017 a zdeg-pt-42-160-pf (complaint device) and a zdes-46-185 were implanted successfully. Primary indication for implant was a ruptured thoracic aortic dissection. The primary tear was unknown. The proximal location of the dissection was within the left subclavian artery and the distal location was somewhere in the descending aorta. There was no re-entry tears reported. The proximal seal zone had no tortuosity, calcification, occlusive disease or thrombus. The maximum diameter of the intended distal landing zone was 31mm. The graft fabric completely covered the left subclavian artery which was revascularized and transposition of the vertebral artery and left common carotid artery before the implant procedure. The device was patent without device integrity issues at the end of the procedure. The patient was discharged on (B)(6) 2017. A computed tomography (CT) dated (B)(6) 2017 (30-day follow up) reported antegrade progression of the dissection with new entry tears at the descending aorta, distal to left subclavian. The proximal location of the dissection was still reported as left subclavian artery, and the distal location had now progressed to the left and right common iliac arteries. The thoracic aorta was partially thrombosed with the source of false lumen flow through primary tear, type ib distal endoleak. The abdominal aorta was patent with the source of false lumen flow through the primary tear, type ib distal endoleak. Study device was patent with no separation, migration or device integrity issue the 6-month ((B)(6) 2018), 12-month ((B)(6) 2018), two-year ((B)(6) 2019), three-year ((B)(6) 2020), four-year ((B)(6) 2021) and five-year ((B)(6) 2022) follow-ups all reported the same extent of the dissection and status of false lumen perfusion as the 30-day follow-up. An unscheduled follow-up on (B)(6) 2022 (between the four-year and five-year follow-ups) reported a different extent of the dissection with the proximal location of dissection in the suprarenal abdominal aorta and the distal location at the left common iliac and right external iliac. The patient has exited the study as they have completed study follow-up. No secondary interventions or adverse events related to devices have been reported. The zdeg-pt-42-160-pf has a diameter of 42mm and the distal zdes-46-185 which overlaps with the zdeg has a diameter of 46mm. These are implanted in a region of the aorta that is reported to have a diameter of 31mm. Review of IFU found that an appropriate choice of graft for an aorta with a diameter of 31mm would be a graft with a diameter of 36mm and the oversizing in this case does not align with the recommendations and is considered outside the IFU. The IFU state that oversizing may result in incomplete sealing or compromised flow and endoleaks are listed as potential adverse events. The data for this event has been collected retrospectively as part of a clinical study. Cook became aware of this event on 23may2024. That is the reason why this event which occurred on 24oct2017 is only being processed as a complaint now. Despite several attempts at obtaining additional information this has not been provided. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.